Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02221.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences in the united kingdom, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by left transfemoral approach. The valve was deployed with nominal volume. Moderate pvl was seen on aortogram post-deployment likely due to incomplete expansion of the valve. Therefore, the valve was re crossed with the original commander delivery system to post-dilate the valve with nominal volume + 1ml. At this time, the pacing was lost and the valve embolized into the ascending aorta. The sapien 3 ultra valve was pulled to the descending aorta with the initial delivery system. The delivery system was then removed. A second 26mm sapien 3 ultra valve with a second commander delivery system was prepared. A new guidewire was inserted through the esheath and then the valve and delivery system were inserted. But during advancement it became apparent on fluoro that the guidewire was outside of the first valve (between the stent frame and the wall of the descending aorta). The second valve and delivery system were advanced between the valve and the aortic wall causing the first valve to rotate within the descending aorta and become rotated 90 degrees. The second valve and delivery system were withdrawn below the first valve in the descending aorta. The first valve was further rotated within the aorta, now in the abdominal region with outflow facing towards the heart due to the interaction with the second commander delivery system. The valve was pushed superiorly into the thoracic region using the second delivery system. The second valve and delivery system were withdrawn to the level of the esheath and remained in patient. A 22mm sheath was inserted through the opposite access side and through the first valve. A third 26mm sapien 3 ultra valve with a third commander delivery system was inserted successfully through the lumen of the first valve and implanted in the native aortic valve, inflated with nominal volume +2mls (25mls total). Post deployment aortogram showed good position and no visible aortic regurgitation. The second 26mm sapien 3 ultra valve and un-inflated commander delivery system and were withdrawn from the patient inside the esheath. The valve and delivery system were inspected on benchtop to ensure that all parts were intact and successfully removed. A stent was implanted through the first valve in the descending aorta, this stent embolized from the non-edwards inflation balloon. The stent was then expanded outside of the first valve using smaller balloons. Another, longer, stent was then inserted through the first valve and short stent and was expanded to hold open the leaflets of the valve allowing blood flow through. This was confirmed on fluoroscopy. Closure using manta devices was successful without further incident. Patient outcome was good post-procedure and was discharged from hospital.

Manufacturer narrative:
Additional information: g3, g6, h2, h6 the device was not returned for evaluation. Imagery was not provided for review. The reported events were unable to be confirmed due to unavailability of the returned device and/or applicable imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, as the delivery system advanced through patients anatomy, it was observed that the guidewire was placed between the stent frame of the embolized valve and the wall of the descending aorta. Consequently, the valve rotated within the aorta. As such, available information suggests that procedural factors (guidewire malposition) may have contributed to the complaint event. In this case, the delivery system interacted with the first valve. This negative interaction could lead to withdrawal difficulties of the crimped valve through sheath, as the delivery system could be caught on the embolized valve. As such, available information suggests that procedural factors (guidewire malposition, negative device interaction) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.